Event description:
During treatment of a moderately calcified lesion with 70 percent stenosis degree, when the first pulsar-18 stent was released (reported separately), the stent moved forward and could not cover all the lesion. Therefore, the 2nd pulsar-18 (complaint device) was used to fully cover the lesion, but the stent could not release when reaching the lesion. Then another stent was used to finish the procedure.

Manufacturer narrative:
23-feb-2024 initially, lot 07232923 (pulsar-18 5/150/135) was reported for this report, 1028232-2023-06488. Lot 02235432 (pulsar-18 6/120/135) was reported on 1028232-2023-06489. After the technical investigation of the two returned products and additional correspondence with the local staff, it was confirmed that the lot numbers were accidentally mixed-up. This report, 1028232-2023-06488, should be lot 02235432 (pulsar-18 6/120/135) the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned completely disassembled with several severely damaged and fractured parts. The outer shaft has been retracted by about 34 mm, is kinked about 88 mm proximal to its distal end and has buckled about 108 mm and 143 mm proximal to its distal end. The proximal stent stopper shows mild compression marks. The proximal portion of the outer shaft, the metal tubing at the knife holder and the proximal inner shaft have fractured. The severely deformed metal tubing and inner shaft fragments were located on a 0.018 inch guidewire that was returned separately. In addition, a severely damaged 6f introducer sheath introducer sheath was returned. The introducer sheath was returned sliced open, confirming the presence of a fractured pulsar-18 stent inside the introducer sheath. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The additional severe damages of the device were most probably induced after the actual complaint event. Review of the production documentation verified that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined. Please note that the IFU advises the user to only open the handle in the case that the trigger release mechanism fails with partial release of the stent.